Event description:
A customer reported a leak in connection with a unicel dxc 600 synchron clinical system. The customer performs maintenance every week and has been noticing a pool of liquid below reagent probe a for the last three weeks. No erroneous results were generated. No effect to patient or operator was reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse replaced a 2-way solenoid valve in the cuvette wash manifold. Repair was verified per bec procedures. (B)(4).